Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No unexpected low reservoir alarm noted. No delivery alarm functioned properly. Unit had cracked battery tube, reservoir tube lip, reservoir tube window and scratched display window.

Event description:
Customer reported that he had unexplained high blood glucose of 311 mg/dl, because his insulin pump is under delivering the insulin. Customer stated that the insulin pump is not delivering his boluses. Customer stated that he took a manual injection to bring the blood glucose down. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.